Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional information: product should contain a warning that it has a nickel component and can cause an allergic reaction when used on patients who have a nickel allergy. Nasty problem after full appendectomy. Additional information has been requested and received: what quality issue was experienced with the product? Is the quality issue specific to the device or patient consequence? Was there any patient consequence? Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. Can you identify the lot number of the device? The product caused an allergic reaction impeding healing following appendectomy. Symptoms did not appear until after patient discharge and patient experienced a week long delay (with discharge from incisions) before seeking medical intervention. Upon return to emergency room and examination by surgical team the allergic reaction was traced to the dermabond utilized to suture the appendectomy incisions. I am the patient and I do not have a lot number. Surgery was performed after admission to the emergency department at (B)(6) hospital in (B)(6) 2025. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of your reaction? If in your possession, may we have a copy of your operative report? What was the date of the emergent appendectomy? On what day/date post op was the reaction? What was done in the ER to address the suspected reaction/allergy? Was the reaction treated with medication and or surgical intervention? Please describe. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an emergent appendectomy in (B)(6) 2026 and topical skin adhesive was used. Product should contain a warning that it has a nickel component and can cause an allergic reaction when used on patients who have a nickel allergy. Nasty problem after full appendectomy. The product caused an allergic reaction impeding healing following appendectomy. Symptoms did not appear until after patient discharge and patient experienced a weeklong delay (with discharge from incisions) before seeking medical intervention. Upon return to emergency room and examination by surgical team the allergic reaction was traced to the adhesive utilized to suture the appendectomy incisions. Surgery was performed after admission to the emergency department at hospital (B)(6) 2025. Additional information has been requested.